Event description:
It was reported that the ventricular lead exhibited less than 200 ohms impedance. There was no capture at 7.0 v, 1 ms. Noise was reproducible on the lead. The lead was was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.